Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was noted during engineer's inspection that, the cs300 intra-aortic balloon pump (iabp) compressor motor temperature shown in compressor output test was very low (lower than normally seen in other machines).

Manufacturer narrative:
A getinge field service engineer (fse) repaired the unit by reconnecting the temperature sensor of the compressor. After reconnection, the temperature shown in the compressor output test resumed normal. Preventive maintenance was performed afterwards and the iabp passed all functional and safety tests to meet manufacturer specifications. The machine was returned to customer for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave hybrid balloon pump (iabp) compressor motor temperature shown in compressor output test was very low (lower than normally seen in other machines). There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) compressor motor temperature shown in compressor output test was very low (lower than normally seen in other machines). There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d1,d4(version&catalog),d5,e1(email & initial reporter),e2,e3,e4,g2(remove: healthcare prof, user facility),h6( clinical & impact).